Event description:
Country of complaint: (B)(6). During usage of the suture, there was separation between the needle and the thread at their point of contact. This has also occurred during removal from package.

Manufacturer narrative:
Mfg site investigation: eval on-going.

Manufacturer narrative:
Manufacturing site evaluation: samples received: 3 unopened race-packs. There are no previous complaints of this code batch; (B)(4) of this code batch were manufactured and distributed, there are no units in OEM stock. Needle attachment strength testing was performed on the closed samples received and the results fulfill the requirements of the OEM. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill OEM requirements. Needle attachment results before releasing the product were within specification. Final conclusion: although the results of the closed samples received fulfill the specifications of OEM, we take note of this incident in order to assess if new or additional actions are needed. Corrective/preventive actions: not applicable.